Event description:
Around two weeks ago, the customer received the following results on the aviva system within 10 minutes: 580 mg/dl and a result in the "100's" mg/dl. On (B)(6) 2018, the customer received the following results on the aviva system within 10 minutes: 285 mg/dl, 239 mg/dl, and 135 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.